Manufacturer narrative:
Continuation of d10: product ID b35300 serial# (B)(6) implanted: (B)(6) 2024 product type implantable neurosti mulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that they were in the hospital because their implant ran out of charge and their symptoms came back. Patient said that this was at least the 4th day with no charge on both of their implants. Patient said they had been in hospice care and had since left hospice care for the last 8 months but all their equipment was lost in the process. . Agent reviewed with patient to follow up with health care provider regarding getting therapy turned back on once implants were charged back up.